Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) as it was oversized resulting in buckling of the device. The existing ipp cylinders and pump were removed and replaced with a new pump and cylinders of an alternate size to better fit the patient. No patient complications were reported.